Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: the active blade broke during procedure. The surgeon commented he felt it touched the forceps several times during use. The broken blade was retrieved from the cavity and a new device was opened to complete the procedure. There was no bleeding, no tissue damage, and no unanticipated tissue loss. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).